Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the analog return wire. The wire was broken from the distribution node pca. The root cause for the detached wire was excessive force on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt( B)(4) and reported that electrode belt was causing frequent adjust electrode belt alarms.